Manufacturer narrative:
The samples returned did not have white powder as described in the complaint report; nonetheless, all units returned are decontaminated by a third party prior evaluation. The clips were decontaminated using cidex opa (as instructed in RMA form: flush and soak in cold sterilant). This type of decontamination procedure may have removed the powder evidence. Therefore, the condition could not be confirmed, and no further evaluation is possible. It is also important that the powder was not noticed when the package was opened. The powder was noticed after unit was submitted to an autoclave sterilization process; thus, the source of powder is unknown. The device history reporting was reviewed and no anomaly was observed that could cause the reported condition. The lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The complaint reported cannot be confirmed. The root cause for this event is unknown. Device identifier: (B)(4). Product identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that white powder was found attached on some of the clips of the c3601 cusa excel 36khz tubing set after sterilization on (B)(6) 2019. There was no patient involvement. They customer confirmed it when the sterile bag was opened before the procedure. Additional information has been requested.